Event description:
Boston scientific received information that this patient experienced asymptomatic therapy from the device. Upon interrogation, the pace/sense egm and shock egm appeared to be similar to the patient current rhythm of sinus tachycardia. The event was detected in the ventricular tachycardia zone and was initially inhibited with rhythm ID until the sustained rate duration timer expired. The device then delivered inappropriate anti tachycardia therapy and inappropriate shock which did not effect the rhythm. The event ended after therapy was exhausted. The patients sinus tachycardia gradually slowed down. The device was reprogrammed with the sustained rate duration timed being turned off in the vt zone. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. Should additional information become available, this investigation will be updated.